Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer resolved the issue and resumed insulin therapy. Customer's blood glucose was 101-150 mg/dl.